Event description:
Customer reported a discrepancy with anti a bioclone, lot baa575a. A 1 + reaction was noted with a group b pos unit. Customer reported that qc testing was acceptable. No death or serious injury was associated with this incident.